Manufacturer narrative:
The 5068-58 lead, implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had suffered atrial fibrillation episodes, and the patient referenced the right atrial (ra) lead as the possible cause. The patient was told there was noise on the lead. The patient has discussed with a physician and had a device check done. The ra lead remains in use. No further patient complications have been reported as a result of this event.